Event description:
It was further reported that the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that a warning was triggered due to low impedance on the right ventricular (rv) lead. There was a high number of low impedance paces. The lead remains in use and will continue to be monitored closely. No patient complications have been reported as a result of this event.